Event description:
Closure of the uterus was performed, the first layer was closed with a running locking suture of 0 vicryl from both ends tied in the midline. The second layer was closed with a running imbricating suture of 0 vicryl. In the course of the closure, three separate needles had their sutures pop off and the last one (needle) could not be found. Consequently, an x-ray was ordered intraoperatively and demonstrated that the needle is in the left pelvis. It was subsequently found in the muscular layer of the lower uterine segment and was removed surgically.